Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, and low out of range pace impedance measurements. Surgical intervention was taken to cap and replace the lead. The device remains in service. No additional adverse patient effects were reported.